Event description:
The dealer states that the customer hit something and damaged the caster, fork and bearings.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.